Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted from 30% to 20% within several minutes. The customer's blood glucose level was 180 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy and monitor the pump battery.